Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with cracked case at display window corner, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having problems with the insulin pump's keypad, then receiving a button error alarm. Customer stated that the insulin pump may have been exposed to water. Blood glucose level was 51 mg/dl at the time of the call. No further information was provided.